Event description:
It was reported that during the procedure of device changeout, due to normal battery depletion of the device, the physician used diatermi (diathermy). A few seconds after the diathermy was used the pacemaker stopped pacing. The patient was totally pacemaker depended, so asystole occurred. The staff estimate this asystole to approximately fifteen seconds, then the pacemaker started to pace in a rate of 63. It was noted that prior to the intervention the pacemaker was programmed to doo 70 to ensure pacing during the procedure. Pacemaker reset was suspected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.